Event description:
During troubleshooting for an unrelated alarm on a homechoice machine, it was found that the home patient (hp) had earlier changed out only the cassette, reusing the bags to clear a previous alarm. The technical service representative (tsr) explained that by changing out only one piece of the setup, the entire setup was compromised. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.